Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm. Customer's blood glucose was 152 mg/dl at the time of the incident. Customer took the pump off to go swimming and it was in a swim bag. Customer took the pump out of the bag and there was condensation. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button error response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corner, cracked battery tube threads and minor scratches on display window.